Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneous results for sodium (na), potassium (k), chloride (cl), and calcium (calc) for one patient sample and erroneous results for na for ten additional patient samples. The erroneous results were reported out of the lab. It is unknown if there were any changes to patient treatment as a result of this event. There have been no reports of death or serious injury. The ion selective electrode (ise) system is routinely calibrated every 24 hours followed by a quality control (qc) run. Prior to this event, the qc results were within the lab's established ranges. The customer stated once they discovered the issue, they recalibrated the ise system, performed a qc, and re-tested the patient samples with low results. The repeated results were found to be higher and amended reports were issued. This is report 4 of 11 medwatch reports filed for this event for patient 4 of 11 patients. A single medwatch report was filed in (B)(6) 2010.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and replaced the modular chemistry (mc) sample probe, the na reference electrode and the calc electrode tip. A clear root cause for this event has not been determined. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 and october 23, 2010 for additional reportable events. This MDR represents event 4 of 11 reported by this customer.